Event description:
In preparing extraction balloon before use, the first thing the physician does is to blow the balloon up. The balloon did not blow up; several times the stop cock was readjusted and changing syringe and making sure connections were tightened. Used a different balloon to complete procedure without complications.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.